Event description:
"Health professionals detected a leak from the pump set while patient was connected to the device. Pump set while patient was connected to the device. Pump set was replaced by a new one without any adverse event being experienced by the patient. Pump set presenting the leak was discarded by the institution personnel." Upon further query the followintg information was provided: the location of the lead was "beside the cassette; in the part of the set that is between the cassette and the extreme end that is connected to the needle." Reportedly, "there was an important bleed back." The patient was receiving " a parenteral solution and then a saline one."